Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2016.

Event description:
It was reported that one month after implant, the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular (lv) lead. The device was reprogrammed by optimizing the lv output and turning off the lv capture control. The lv lead remains in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.